Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product return. Major bleed/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Medical safety/clinical reviewed the event. The event describes implantation of an impella cp via the right femoral artery. During initial left femoral artery access using ultrasound guidance and a micropuncture technique, an iliac artery perforation occurred during insertion of a 6 french sheath (not an impella sheath, dilator, or guidewire). The perforation was treated with balloon tamponade. Pci was performed; however, the patient continued to require high-dose epinephrine and levophed. Right heart catheterization was completed and echocardiography demonstrated reduced right and left ventricular function. Consequently, an impella rp flex was implanted. Following the impella rp flex placement, transient improvement in aortic pulsatility and blood pressure was observed, followed by decline within approximately 30 minutes. Recurrent bleeding from the prior perforation site was noted, and the patient received two units of packed red blood cells. A covered stent was placed, with angiographic confirmation of hemostasis. The patient was transferred to the intensive care unit on impella biventricular mechanical circulatory support. Purge management was ongoing (composition: d5w + 25 (meq/l) sodium bicarbonate), and initiation of systemic heparin was planned. Approximately 31 hours later, the patient expired while on support. No device malfunction was identified. Both impella devices were in use at the time of the bleeding event and at the time of the demise outcome. It is unknown if heparin was required for the impellas implants or whether subsequent systemic heparin used for impella devices impacted or exacerbated the outcome of the bleed for the patient. Death is being reported for both impella devices in use at the time of expiration. However, the patient's underlying condition contributed most to the demise outcome (stage e cardiogenic shock secondary to an acute myocardial infarction and the significantly, negatively impact from the artery perforation). Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. On arrival of local team, impella cp was already in place via radiofrequency ablation (rfa). Staff reported that lateral femoral artery (lfa) access was initially obtained using ultrasound and micro puncture, but there was an iliac artery perforation that was treated successfully with balloon tamponade. This was during initial 6fr sheath insertion (not impella sheath, dilators, or wire). The physician was performing percutaneous coronary intervention (pci) of circumflex with drug-eluting stents (des). Patient was still requiring high doses of epinephrine and norepinephrine drips. Right heart catheterization (rhc) performed on max epinephrine and norepinephrine drips. Echocardiogram done showing decreased right ventricle and left ventricle function, so decision made to place rp flex. Once rp flex was placed via right internal jugular (ij) vein and on at p6, patient initially had increased ao pulsatility and blood pressure, but within approximately 30 minutes, pressure and pulsatility trended down again. Abdomen noted to be distended and slightly firm on left side; left femoral angiogram completed and active bleeding noted from perforation site. The physician proceeded with covered stent. Activated clotting time (act) had been maintained >250 for case and was currently 265. Hemoglobin (hgb) dropped from 12.5 to 8.4 to 7.2. 2 units packed red blood cells (prbc)s ordered. Covered stent placed with cessation of bleeding observed on angiogram. Patient still maxed on epinephrine, norepinephrine, vasopressin and dobutamine at 5. Patient transferred to intensive care unit (ICU). 2 more units prbcs and labs ordered. Systemic heparin had not been started but was planned. Survival outcome at explant is expired. This impella rp flex device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.